Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub separated from the drainage catheter a day after placement while being manipulated during a separate procedure. This required an additional procedure to exchange the device, but aside from that, there were no further injuries to the patient.